Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of 349 mg/dl. The customer was unsure on what could have caused elevated bg level. The customer delivered a bolus via the pump to stabilize bg level. A system check performed with tandem technical support indicated that the pump was operating as expected. The customer changed supplies and insulin delivery was resumed. Upon a follow up the customer reported that an occlusion alarm occurred during bolus. The customers blood glucose level was impacted 359 mg/dl . During troubleshooting with tandem technical support, a system check was performed and the cartridge was found to possibly be the cause of the alarm. The customer indicated that they would change out the supplies and a bolus would be taken to stabilize bg level.